Event description:
The customer reported seeing a brown, "water-like" residue on pouches after processing. The customer reported that the area with the residue felt bumpy. After several minutes, the customer reported that her thumb started "burning" and she experienced white skin discoloration. The customer reported that she rinsed the contact area under running water and did not seek medical attention or require treatment. Awaiting sample return from customer for analysis.

Manufacturer narrative:
(Other, hydrogen peroxide contact).